Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affect mobility; toxicity of metal in the body; and the ability to perform normal physical activities is limited after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2014 - medical records received. Dob provided. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Patient was revised due to cup malpositioning and high metal levels.